Manufacturer narrative:
Customer reports they had never cleaned the system. Customer was provided instruction on proper cleaning and maintenance of the system. Customer was sent new lot of test strips and will perform correlation study. MFR awaiting results.

Event description:
Customer reports false negative leukocyte results on a sample which, upon microscopic exam, is 2+ positive for leukocytes. No report of injury with the event.